Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The patient carrying case is used to safely secure, store and carry the controller and batteries. It can be used in or out of the hospital, when resting, sleeping or ambulating. The instructions for use (IFU) and patient manual caution the user to use only manufacturer supplied components with their manufacturer system. Users are instructed that the carrying case can be washed by hand using a mild detergent and cold water, or machine washed using the delicate cycle. Users are instructed to not use bleach and to allow it to air dry. Users are further warned to not used a clothes dryer and to make sure that the carrying case is completely dry before use. In addition, they are guided to inspect it for damage or wear before each use. Lastly, users are instructed to return any damaged components to the manufacturer. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Evaluation in progress.

Event description:
It was reported that the vad technician was tightening the straps on the patient pack holding the controller and the clips broke. The bag was replaced.

Manufacturer narrative:
It was reported that the carrying case clip, was damaged. The carrying case was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Failure analysis of the device revealed that the carrying case failed visual examination and functional testing due to a broken plastic strap clip; the carrying case was not able to hold the controller as expected. Applicable risk documentation and experience with events of similar circumstances were considered; events with damaged clips can be attributed to wear over time or due to the handling of the pack. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.